Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported that the 9800 system had a fault on the image and is cutting the image off. No patient injury was reported.